Manufacturer narrative:
(B)(4). The manufacturer originally reported this report as a follow-up report on march 22, 2019 under the manufacturer number 2514822-2017-00809-1. This report should have been submitted as an initial - final report, and not a follow-up report.. This report is submitted to indicate an initial -final report.

Event description:
A ventilator's oxygen blending module board was returned to the manufacturer for investigation. The oxygen blending module board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the oxygen blending module board failing was due to transducers (u29 and u28) being out of tolerance.

Manufacturer narrative:
The manufacturer only investigated the oxygen blending module board.

Event description:
A ventilator's oxygen blending module board was returned to the manufacturer for investigation. The oxygen blending module board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the oxygen blending module board failing was due to transducers (u29 and u28) being out of tolerance.